Event description:
It has been reported that device was deployed; however, the subject was not resuscitated. Customer has not indicated that there is any issue with device performance. Philips was contacted to assist with obtaining post-event data.

Manufacturer narrative:
(B)(4). Device eval pending. Report submitted based on reporting practice for adverse events.